Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided.

Event description:
Reportedly, the device was explanted after an implant duration of 5 months, due to endocarditis. Per the cer: acute endocarditis of magna mitral prosthesis approx 5 months after initial surgery, an indication for mitral valve replacement. Device will not be returned, due to the infection. The device was sent to the hospital pathology department for microbiological analysis. Analysis results: vegetation and thrombus. Patient output: still in the hospital 13 days post explant operation. This event was determined not reportable in EU; however, this is reportable to FDA per edwards lifesciences procedures. Customer letter is requested. The DHR review has been started.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.